Event description:
The rotator broke while injecting contrast. No harm or injury reported.

Manufacturer narrative:
Device eval: the device eval has not been completed. A review of the device history record did not reveal any exception documents. Eval method - other, device history record was reviewed. Conclusions - other, a follow-up report will be submitted when the device eval has been completed.